Manufacturer narrative:
Age at time of event: 18 years or older. A promus elite ous mr 32 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage was noted in the middle region. Struts were found to be lifted from their crimped position. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 14may2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 31mm x 3.50mm, concentric, de novo target lesion containing a >=90 degrees bend was located in the severely tortuous and mildly calcified left circumflex artery. A 32 x 3.50 promus elite mr drug-eluting stent was advanced but failed to cross the lesion after repeated attempts. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.